Event description:
Risk: the injector syringe cracked during an angiogram of the abdominal aorta and starting leaking. Also, a screw on the injector sleeve was noted to be bent upon inspection. The injector was removed from service. The injector syringe information is: liebel-flarsheim illumena syringe- reference #: (B)(4), lot #: c027132u, expiration date- 2/15/2020. There were no adverse consequences for the patient. We obtained another injector and completed the procedure. Clinical equipment has the injector at this time.